Manufacturer narrative:
Corrected information for section d2 product code from incorrect mtn to correct lip.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. Ticket searches determined that there is normal complaint activity for the lot and the tracking and trending report review determined that there are no related trends. Return testing was not completed as returns were not available. Manufacturing documentation was reviewed and did not identify any issues. A retained reagent kit of lot number 07415be00, which contains the same bulk material as lot 07415be01, was tested in a specificity setup, including additional replicates of a specificity panel. Results of this setup did not implicate that the performance regarding specificity of the lot is negatively impacted. No false non-reactive results were obtained. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified for the list number 08d06-77, lot 07415be01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported (B)(6) architect (B)(6) results on one patient. The results provided were initial = (B)(6) / retest = (B)(6) / tppa = (B)(6). The patient was re-drawn and the result was (B)(6); previously on (B)(6) 2019 the patient's sample was (B)(6) for (B)(6). There was no reported impact to patient management.